Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in a mildly tortuous and severely calcified coronary artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent would not cross the lesion. During removal of the device, it was noted that the shaft broke. The procedure was completed using an alternate method. There were no patient complications reported.